Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: directions: wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Open package at perforation. To remove plastic insert, squeeze catheter at the top of the white cone and pull to release. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal the adhesive to the skin. Device was not returned.

Event description:
It was reported that the male external catheters had weak adhesive and did not stay on. As a result, the patient had to use more catheters per month. The patient also indicated he had an infection and would follow-up with his doctor to determine if the infection was related to his male external catheters usage.